Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator turned off when the patient was getting her teeth cleaned. It could not be turned back on afterward. The device was interrogated with the patient programmer. The patient saw the green light indicating that the implantable neurostimulator was ok. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.